Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that an expired launcher device was used during a procedure. No patient injury reported. The products were not expired when the distributor sent the item to the hospital. It was confirmed that the device was expired by the usage report provided by the medtronic rep and confirmed with the cath lab. The process for controlling short dated/expired product at the account is aging monitoring of expiration dates and pull-out of the near expiry items before 30 days from the expiration date. Products are managed by the hospital through consignment and current process is inventory being monitored by the distributor and medtronic.